Event description:
Reported due to posterior foot break found during device investigation. Report rec'd from analysis of the perclose a-t (closer ak) device that the posterior foot was broken and not returned with the device. It is unk whether the pt experienced any adverse events; however, no adverse events were reported. Although requested, the following info was not available: event date, pt, operator or method of achieving hemostasis.

Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken off the device. Approx one inch of suture was exposed at the posterior needle slot. The needle tip was attached to the suture. The plunger, cuffs, and link were not returned with the device. A review of the device history record for this lot did not procedure any findings relevant to this investigation. A formal investigation was opened for foot breaks with the perclose a-t. The probable root cause was determined to be that the needle tip may have been deflected low and hit the actuator wire slot causing the foot to break. Corrective and preventative actions have been identified and initiated. This report represents all info known by the rptr upon query by a abbott personnel.